Manufacturer narrative:
Only the coil sheath of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no abnormality of the coil sheath. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. The exact cause of the reported event could not be conclusively determined, because only the coil sheath of the subject device was returned. Based on the past similar cases, omsc assumes that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The above device handling has warned in the instruction manual as follows. When removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During a polypectomy of colon, the subject device was used. The loop of the subject device could not be released after ligating the polyp. The user severed the sheath of the subject device. The user withdrew the endoscope from the patient while leaving the subject device inside the patient. The user inserted the endoscope into the patient again and cut off the loop with a loop cutter. The user withdrew the subject device from the patient. The intended procedure was completed. There was no patient injury reported. This is the report regarding the failure of releasing the loop.